Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) recorded a ventricular tachycardia episode that showed noise with pacing inhibition. There were no reported patient symptoms associated with this clinical observation, and no inappropriate shocks were received. A guidant technical services consultant discussed additional methods for trying to recreate the noise, and provided the values for sensitivity adjustment. The device was programmed to nominal at implant.